Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had multiple pump error and customer was able to clear the alarm and able to rewind the insulin pump. The customer report the pump error hardware low level failures after self test. The customer¿s blood glucose was 117 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected power error detected alarm noted during testing. No unexpected power error detected noted in the long trace or pump history. Pump error alarm found in the pump history due to software error (tt=2252). Hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace on keypad assembly.